Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure in the large bowel performed on (B)(6), 2010. According to the complainant, during the procedure the radial jaw 3 biopsy forceps successfully took one biopsy, however, when attempting a second biopsy one cup detached and tissue was lost. The complainant was unable to confirm if the cup detached inside or outside the patient. If the cup fell within the patient the physician expects it to pass via normal peristalsis. The procedure was completed with another radial jaw 3 biopsy forcep there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure in the large bowel performed on (6)(4), 2010. According to the complainant, during the procedure the radial jaw 3 biopsy forceps successfully took one biopsy, however, when attempting a second biopsy one cup detached and tissue was lost. The complainant was unable to confirm if the cup detached inside or outside the patient. If the cup fell within the patient the physician expects it to pass via normal peristalsis. The procedure was completed with another radial jaw 3 biopsy forcep there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was broken. Functionally, the device would open and close, but failed due to the return condition. The device riveting and crimping marks were within specification. External analysis of the device determined that fracture surface exhibited elongated dimple ruptures indicative of a bending/torsional action. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the jaw broke. Based on the fracture analysis, the break occurred due to a bending/torsional force applied to the jaw. The directions for use (dfu) indicate that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Therefore, the most probable root cause is user error. A labeling review was performed and no anomalies were found.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.